Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the phenomenon occurred when the tube stent became caught in the endoscope forceps channel and was pulled with great force. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic ercp under sedation two tube stents implanted were removed and a metallic stent was inserted. The first tube stent was removed without any problem, however when the second tube stent was removed from the scope it was caught, and when pulled, the rotatable grasping forceps was cut in the middle. The piece remained in the channel and dropped into the patient¿s duodenum. The piece was retrieved after being brought to the stomach. There were no reports of patient harm.